Manufacturer narrative:
The user interface assembly was returned for analysis. Visual inspection of the user interface assembly revealed no evidence of damage or contamination. An investigation was performed and the ul_lr / ur_ll resistance and resistance ratio are out of specification, unresponsive regions all over the touchscreen are observe. Fault are found on this returned touchscreen.

Event description:
The customer reported a touch screen on a ventilator was not working during pre-use testing before use on a patient. The international philips field service engineer (fse) evaluated the device and confirmed the reported issue. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The fse replaced the user interface assembly. The ventilator was then reported to have been fixed. No other anomalies were reported.